Event description:
Device report from synthes (B)(4) an event in (B)(6) as follows: it was reported the connecting screw was broken off during dynamic hip system (dhs) surgery and left in the blade. Reportedly the surgeon inserted three k wires into the femoral head , to prevent from rotating, however, the wires were extracted because they interfered with the blade insertion. The surgeon then proceeded to compose the blade in patient¿s body, because the broken part of the connecting screw remained at the tip of the dhs blade, the surgeon could not proceed a final adjustment. Therefore, the surgeon added a cancellous cervical spacer (ccs) and a japanese trochanter plate for stability. The surgery was delayed for 30 minutes due to this event. This report is for the unknown blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for blade, part and lot number unknown. (B)(4). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.